Event description:
It was reported by service report that the cot would not lock into the ambulance. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Rail assembly.